Event description:
Three level pyrenees plate reportedly broke approx four weeks post-operatively when pt was lifting something and felt a "crack". Pt had not been seen between the immediate post-operative visit and 7 months post-operatively, when the x-rays were taken confirming the fracture. Pt has no dysphagia and has routine posterior neck pain.

Manufacturer narrative:
The plate remains in pt at this time. Surgeon suspects the pt may have a non-union and plans to treat the pt with an eri pemf stimulator.